Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic adhesions ("pelvis and adnexal adhesions") in a 36-year-old female patient who had essure (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2008. The patient's concurrent conditions included paraplegic, spina bifida and overweight. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as atorvastatin, bisacodyl, cilest (ortho tri-cyclen), cromoglicic acid (cromolyn), fluticasone, levocetirizine, melatonin, modafinil, nitrofurantoin (nitrofuran), oxybutynin, spironolactone, tramadol, valaciclovir and warfarin. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdomirral pain") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a device removal procedure /bilaterla salpingectomy.) And surgery (lysis of adhesion (2008)). Essure was removed on (B)(6) -2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and pelvic adhesions had resolved and the abdominal pain, dysmenorrhoea, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic adhesions ("pelvis and adnexal adhesions") in a 36-year-old female patient who had essure (batch no. 624473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" in 2008. The patient's concurrent conditions included paraplegic, spina bifida and overweight. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as atorvastatin, bisacodyl, cilest (ortho tri-cyclen), cromoglicic acid (cromolyn), fluticasone, levocetirizine, melatonin, modafinil, nitrofurantoin (nitrofuran), oxybutynin, spironolactone, tramadol, valaciclovir and warfarin. In 2007, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdomirral pain") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a device removal procedure /bilaterla salpingectomy.) And surgery (lysis of adhesion (2008)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and pelvic adhesions had resolved and the abdominal pain, dysmenorrhoea, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, fatigue, menorrhagia, pelvic adhesions, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: current weight 134 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received:reporter information was added. The case concerns 36 year old patient. Her demographic detail was updated. Her concurrent conditions were added. Lab data was added. Concomitant medications added. Essure insertion date was updated. Essure lot number was added. Following events: abnormal bleeding (menorrhagia), pelvis and adnexal adhesions, fatigue and she did not undergo essure confirmation test were added. She had recovered form following events: abnormal bleeding (vaginal/ menorrhagia), pelvic pain and adhesions incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.